Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding'), hyperthyroidism ('hyperthyroidism') and diabetes mellitus ('diabetes') in a 41-year-old female patient who had essure (batch no. 916886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included hyperthyroidism, hypertension and diabetes. Concomitant products included alprazolam, amlodipine, dapagliflozin propanediol monohydrate;metformin hydrochloride (xigduo), hydrochlorothiazide, lansoprazole, levonorgestrel (mirena), levothyroxine and nebivolol hydrochloride (bystolic). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems : uti"), nausea ("nausea") and pollakiuria ("urinating more frequently"). In 2014, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), back pain ("back pain / lower back"), depression ("psych injury /psychiatric problems condition: depression/ anxiety,") and anxiety ("psych injury /psychiatric problems condition: depression/ anxiety,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infection"), hyperthyroidism (seriousness criterion medically significant), hypertension ("hypertension"), diabetes mellitus (seriousness criterion medically significant) and gastrooesophageal reflux disease ("acid reflux") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and laparoscopic total hysterectomy and bilateral salpingectomy with da vinci). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, cystitis, urinary tract infection, fatigue, hormone level abnormal, headache, nausea, weight increased, depression, migraine, anxiety, hyperthyroidism, hypertension, diabetes mellitus and gastrooesophageal reflux disease outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, vaginal discharge and pollakiuria had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypertension, hyperthyroidism, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. She received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal back, bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods),gen. Abnormal bleeding, bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., bladder infect., uti, vaginal discharge discrepancy noted in essure removal date : (B)(6) 2015. The essure micro-inserts were then placed into both tubal ostia. Number of coils seen: left ostia:3, right ostia: 3. Discrepancy noted in essure confirmation test previously reported as not done, hsg dates given in recent pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal), hyperthyroidism, hypertension, diabetes, acid reflux, migraines, weight decreased. Aka name added, reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Event bladder problems updated to urinary frequency. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('general abnormal bleeding'), hyperthyroidism ('hyperthyroidism') and diabetes mellitus ('diabetes') in a 41-year-old female patient who had essure (batch no. 916886-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included hyperthyroidism, hypertension and diabetes. Concomitant products included alprazolam, amlodipine, dapagliflozin propanediol monohydrate;metformin hydrochloride (xigduo), hydrochlorothiazide, lansoprazole, levonorgestrel (mirena), levothyroxine and nebivolol hydrochloride (bystolic). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems : uti"), nausea ("nausea") and pollakiuria ("urinating more frequently"). In 2014, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), back pain ("back pain / lower back"), depression ("psych injury /psychiatric problems condition: depression/ anxiety,") and anxiety ("psych injury /psychiatric problems condition: depression/ anxiety,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder/urinary problems: bladder infection"), hyperthyroidism (seriousness criterion medically significant), hypertension ("hypertension"), diabetes mellitus (seriousness criterion medically significant) and gastrooesophageal reflux disease ("acid reflux") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and laparoscopic total hysterectomy and bilateral salpingectomy with da vinci). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, cystitis, urinary tract infection, fatigue, hormone level abnormal, headache, nausea, weight increased, depression, migraine, anxiety, hyperthyroidism, hypertension, diabetes mellitus and gastrooesophageal reflux disease outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, vaginal discharge and pollakiuria had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypertension, hyperthyroidism, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. She received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal back, bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods),gen. Abnormal bleeding, bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., bladder infect., uti, vaginal discharge. Discrepancy noted in essure removal date : (B)(6) 2015. The essure micro-inserts were then placed into both tubal. Ostia. Number of coils seen: left ostia:3, right ostia: 3. Discrepancy noted in essure confirmation test previously reported as not done, hsg dates given in recent pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems- bladder problems"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015. She received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal back, bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods),gen. Abnormal bleeding, bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnormal bleeding, psych injury, bladder/urinary problems: bladder probs., bladder infect., uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal backpain, bleeding: menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), gen. Abnormal bleeding, psych injury, perforation: fallopian tubes, bladder/urinary problems: bladder probs., bladder infect., uti, vaginal discharge, other injuries/symptoms: fatigue, hormonal changes, headaches, nausea, weight gain, plaintiff did not under went an essure conformation test. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.